Manufacturer narrative:
The pod was returned with the needle mechanism in the fully deployed position. Inspection of the pod data found it to be free of timeouts and drive stalls. The pod was successfully reset into the locked and loaded position. Inspection of the pod found no damages or defects that would lead to the user reported needle mechanism failure. The exact cause of the user reported events could not be determined.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.